Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and (B)(6) annex c and d codes. Product event summary: five (5) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing; the batteries were able to properly charge and discharge with no anomalies observed. Review of the controller log files associated with (B)(6) revealed that (B)(6) each discharged as expected when in use. As a result, the reported power consumption issues event involving (B)(6) were not confirmed. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing revealed the battery was reporting a frozen relative state of charge (rsoc) value on the test equipment. After the battery was discharged and charged during bench testing, the battery regained functionality. Review of the data log file revealed that the battery has been powering the controller as either the primary power source or the secondary power source since (B)(6) 2021 at 06:56:53. Throughout the entire period that the battery was providing power to the controller, the battery was reporting a relative state of charge (rsoc) value of 100%. The frozen rsoc value was likely perceived as the reported inability of the battery to discharge. As a result, the reported power consumption issue event involving (B)(6) was confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported power consumption issue event involving (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and additional information: b3- update the event sate to (B)(6) 2021. Product event summary: five (5) batteries ( (B)(6) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing; the batteries were able to properly charge and discharge with no anomalies observed. Review of the controller log files associated with (B)(6) revealed that (B)(6) each discharged as expected when in use. As a result, the reported power consumption issues event involving (B)(6) were not confirmed. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing revealed the battery was reporting a frozen relative state of charge (rsoc) value on the test equipment. After the battery was discharged and discharged during bench testing, the battery regained functionality. Review of the data log file revealed that battery started powering the controller as either the primary power source or the secondary power source since (B)(6) 2021 at 06:56:53. Throughout the entire period that the battery was providing power to the controller, the battery was reporting a relative state of charge (rsoc) value of 100%, despite providing power to the controller. The frozen rsoc value was likely perceived as the reported inability of the battery to discharge. As a result, the reported power consumption issue event involving (B)(6) was confirmed. The most likely root cause of the reported power consumption issue event involving (B)(6) can be attributed to a battery malfunction resulting in the battery reporting a frozen rsoc value while powering the controller. CAPA pr00519785 is investigating this battery issue. Additional products: (B)(6) d9: yes, 29-jul-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) d9: yes, 29-jul-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) d9: yes, 29-jul-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) d9: yes, 29-jul-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2020 / serial #: (B)(4) UDI #: (B)(4) available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-aug-2019 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2020 / serial #: (B)(4) UDI #: (B)(4) available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-aug-2019 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2020 / serial #: (B)(4) UDI #: (B)(4) device available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-aug-2019 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2021 / serial #: (B)(4) UDI #: (B)(4) available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 08-jul-2020 labeled for single use: no (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the five batteries exhibited a power consumption issue associated with an inability to discharge and always indicating four bars. Four of the batteries were replaced and one battery was removed from service. No patient complications have been reported as a result of this event.